Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient stated that upon returning from a trip to another country, the patient contracted peritonitis (no further detail). Two days after the patient¿s return, the patient visited the hospital and received an unspecified injection to treat the peritonitis (dose and route were not reported). It was reported that the patient would be visiting the hospital again, two days after the first injection, to receive another injection (unspecified). It was not reported if the patient was admitted to the hospital. No further detail was provided regarding the patient¿s outcome from the event. At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.